Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600 mg/dl. The symptoms leading to his admission were excessive thirst, urination, vomiting, nausea, and ketones. It was stated that the customer was treated with an insulin drip. Troubleshooting was performed. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.